Event description:
It was reported that on the external pulse generator, the bottom of the display screen on the left side did not illuminate. It was further noted that this was discovered during routine biomedical testing. The generator was returned for repair. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. Lcd (liquid crystal display) is missing segments. Side bail covers are broken. The ring is bent.